Event description:
The complainant has reported that a male patient (age unkown) underwent a therapeutic procedure for placement of a bronchial stent. The ultraflex tracheobronchial stent was successfully placed in the bronchus of the patient. Shortly after placement, the patient sneezed and expelled the prosthesis through his nose. There were no reported complications or ill effects sustained. There is no further information available at this time.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.